Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular complex (pvc) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. After ablation was performed, the patient experienced cardiac tamponade that required pericardiocentesis. Ablation was performed for pvc from the left ventricle (lv) papillary muscle. After ablation, pericardial effusion was observed during waiting. Blood pressure temporarily decreased due to pericardial effusion. The patient was judged to have cardiac tamponade, and drainage was performed. This occurred 40 minutes after the catheter use, after post-lv papillary muscle ablation. Hemodynamics stabilized after drainage, and no clinical pvcs appeared. The procedure was completed as it was. Transseptal puncture was performed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low output 8 ml/min high output 15 ml/min. Causal relationship with the product. Physician's judgment on health hazard was non-serious (moderate/minor). The physician¿s opinion on the cause of the adverse event was procedure and patient condition. Physician's opinion on the relationship between the event and the product was that the ideal technique was developed from the creation of geometry with the soundstar, identification of the earliest papillary muscle, and disappearance of clinical pvcs during ablation while confirming the ultrasound in real time. It was unfortunate that the patient developed tamponade. The ablation was performed in such a way as to fit into the base of the papillary muscle, which may have been the cause of the continuous ablation there. (Ai: about 500, force, impedance drop normal). The patient was an old lady with a small heart, so she might have been prone to tamponade. No abnormalities observed prior or during the use of the product. Patient has improved. No errors observed on biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
Additional information received on 01-nov-2023. Patient fully recovered. The patient has been discharged from the hospital. The discharged date was unknown. The patient did not require extended hospitalization. In addition, provided that a pump was used in the procedure. Therefore, updated the section for d10. Concomitant medical products and therapy dates. The bwi product analysis lab received the device for evaluation on 01-nov-2023. The investigation was completed 17-nov-2023. It was reported that a patient underwent a premature ventricular complex (pvc) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. After ablation was performed, the patient experienced cardiac tamponade that required pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).